Event description:
It was observed that during the device evaluation, the camera head exhibited no image. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: due to disconnection in cable unit, the endoscopic image cannot be displayed. A device history record review revealed no issues that could have caused or contributed to the reported issue. The event can be prevented by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.